Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for high rate non-sustained episodes, sensing integrity counter (sic), as well as increases in bipolar and unipolar pacing impedance.  Oversensing was also observed. Tachyarrhythmia therapies were programmed off, and the lead remains in use. No patient complications have been reported as a result of this event.